Event description:
It was reported that a balloon leak occurred. A 10/2.50 flextome cutting balloon was selected for use. During procedure, upon dilatation in the lesion area, backflow was observed. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported.